Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore, a facility medwatch report will not be available. The screw shaft remains implanted in the patient's bone flap and the broken portion of the screw head was discarded and therefore will not be returned for an evaluation. There was no allegation the plate did not function as intended; based on the photographs provided it appears the plate was removed. Because the lot number is unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two of two for the same event. Report one of two is reported on MFR #0001032347-2017-00280.

Event description:
The distributor reported while attempting to fixate the cranial bone, the screw head broke while inserting it into the plate and bone flap. The surgeon tried to remove the screw, however it was unable to be removed. More information was requested and has yet to be received.

Manufacturer narrative:
This is report two of two for the same event; reference report 0001032347-2017-00280-1.

Event description:
The distributor provided the following details: the patient is recovering without problems. The screw is imbedded in the left frontotemporal. They do not think that the blade contributed to the event because "the screw was fixed without the blade changing." The thickness of the bone is 6mm, a 4mm screw was used, therefore we think that bi-cortical fixation was not achieved.